Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: the complaint could not be adequately investigated. A review of the pump¿s black box data revealed no cartridge detected warnings. A prime sequence, 24 hour duration test, and force sensor calibration check could not be performed due to an eaw 064 motor error. Unrelated to the initial complaint, the pump was opened and contamination was observed on the motor lead screw and the ball seal causing the motor error. Also unrelated, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.